Manufacturer narrative:
Patient age/date of birth, gender and weight are unknown. (B)(4) lot unknown. Device broke during insertion; device not considered implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while performing an open reduction internal fixation (orif) of a finger on (B)(6) 2016, a 1.3mm by 6mm titanium cortex screw broke off upon insertion. All pieces were retrieved; the procedure was successfully completed with a back-up screw. Patient was not harmed and there were no surgical delays. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned screw was received by the manufacturer in two (2) pieces. The transverse break occurred mid-thread at the 4th most proximal threadform (this location is equidistant from thread tip to most proximal thread). Whether this complaint can be replicated is not applicable as the screw is already broken. A visual inspection under 5x magnification and a drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. A review of the device history records was unable to be performed since the lot number was unknown. A review of the current design drawing was performed with no drawing issues or discrepancies noted. The design was found to be sufficient for its intended use. The returned condition is consistent with the result from excessive insertion torque, possibly caused by the screw impacting a particularly hard area of bone and/or the method of use. Over tightening against the plate or not drilling as recommended (ie. With an incorrect drill bit and/or depth) could result in this condition. This implant is part of the modular hand system, which is marked with a yellow band. It is to be used prior to screw insertion, per the technique guide. Thus, without additional information regarding the user technique or the conditions at the time of the break, the root cause cannot be definitively determined. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.